Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified sensor issue occurred. The date of the event is an approximation. On (B)(6) 2026, the patient experienced a hyperglycemic event while using an active cgm sensor. The patient reported that they may have experienced diabetic ketoacidosis (dka), although no specific symptoms were described to support this. It was unknown what the cgm values were at the time of the event. The patient stated that the issue may have been related to either the dexcom sensor or their insulin pump. No treatment details were provided. The patient was hospitalized, but the duration of the hospital stay was not known. No further medical evaluation or interventions were documented. At the time of reporting, the patient¿s current condition was unknown. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 03/30/2026. It was reported that an unspecified sensor issue occurred. Data was received and evaluated. It was found in connection with the reported allegation that on the alleged approximate event date, 03/04/2026, the estimated glucose values rose to 293 mg/dl at 11:58 pm, but the app did not deliver high alerts. Data investigation confirmed the allegation. The probable cause was that the alert was disabled. No additional patient or event information is available.